Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device evaluation is complete.

Event description:
It was reported "patient incident - wrong dose in 8pm (11/5) through 2 am) 11/06-13". Additional attempts have been made to contact the customer regarding the reported symptom with no success. Any patient involvement, injury or medical intervention is unknown.